Event description:
Attending physician reported that during a vari-lase procedure, the guidewire stuck inside the dilator and while the physical attempted to withdraw the guidewire, parts of the ptfe coating came off. No patient impact was reported by the physician.

Manufacturer narrative:
During investigation, unsuccessful attempts were made to re-create this event. Visual examination showed that the ptfe coating of the guidewire did not flake off, but instead appeared to have rubbed against a hard surface thereby creating indentations on the guidewire. The results of the final investigation showed that the outer diameter of the returned guidewire was within specification as well as the inner diameter and outer diameters of the dilator.